Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with minor scratched display window, case and keypad overlay. No traces of moisture were found inside the reservoir tube..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl and reservoir had leak. The customer was in intensive care unit as a result of high blood glucose. The customer was treated with insulin drip with IV. Troubleshooting was done for high blood glucose and reservoir compartment had a leak. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.